Event description:
Device malfunction: vessel locator wings collapsed. Time of device malfunction: during vessel closure procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, the vessel locator wings prematurely collapsed. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.